Event description:
Per clinical trial cp-1060: on (B)(6) 2017, patient underwent bilateral superior pedicle mastopexy using a full vertical and horizontal t incision. 2 pieces of galaflex (device #1 and device #2) were used. Concomitant procedures include liposuction to lateral breasts and love handles. On (B)(6) 2017, delayed wound healing of bilateral breasts was reported. Patient did not receive any treatment/medication. Resolved without sequelae on (B)(6) 2017. Review by medical affairs identifies the reported delayed wound healing is likely related to the device and serious.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced the post-op complication of delayed wound healing. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. This MDR reports the ae of delayed wound healing (device #2). An additional MDR was submitted to report additional ae of delayed wound healing (device #1). Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting. Device not returned - remains implanted.